Event description:
It is reported that the pt received an acetabular cup, left side on (B)(6) 2007. At the time of this report a revision surgery was planned for (B)(6) 2012 due to loosening of the cup. This pt also had a right hip implanted on (B)(6) 2007.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other service documents for review. The lot #s were received for the devices. The device history records were received and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and on investigation result become available that changes the assessment on amended medical device report will be filed. The need for further corrective measures is not indicated at this time, and zimmer (B)(4) considers this matter as closed. (B)(4).

Event description:
It now was reported that the patient received a durom us acetabular component 46/40 f on the left side on (B)(6) 2013 and underwent revision surgery on (B)(6) 2013 due to loosening and metallosis.

Manufacturer narrative:
This case was reopened on 07/08/2015 to enter additional information which was received on 06/15/2015. The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices and the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).